Manufacturer narrative:
The device didnot returned for investigation. Upon further discussion with the distributor, it was reported that the 36-2101 top loading body was not explanted from the patient, nor involved in a malfunction or adverse event. This follow up report is to cancel this submission. Please reference MFR report number 2183449-2025-00001 for the subject device and report.

Event description:
It was reported that a patient went to a routine follow up visit after a decompression and fusion with the use of fenesterated screws that were implanted (B)(6) 2024. The follow up exam consisted of imaging that showed set screw backed out on an l2 -pelvis janusus fenestrated case. The patient required a revision surgery that took place on (B)(6) 2025. No symptoms were reported by patient. Upon further discussion with the distributor, it was reported that the 36-2101 top loading body was not explanted from the patient, nor involved in a malfunction or adverse event. This follow up report is to cancel this submission. Please reference MFR report number 2183449-2025-00001 for the subject device and report.

Event description:
It was reported that a patient went to a routine follow up visit after a decompression and fusion with the use of fenesterated screws that were implanted (B)(6) 2024. The follow up exam consisted of imaging that showed set screw backed out on an l2 -pelvis janusus fenestrated case. The patient required a revision surgery that took place on (B)(6)2025. No symptoms were reported by patient.

Manufacturer narrative:
The device didnot returned for investigation.